Event description:
The reporter stated a toric silicone lens model aa4203tl had a chunk missing after the lens was implanted. The lens was implanted and removed without patient injury. The reporter said the cause of the lens damage was unk. An mtc60c fp cartridge was used, but the lot number was unk,. The reporter could not recall the model and lot numbers of the injector used during surgery.

Manufacturer narrative:
Evaluation: results: visual inspection of the lens showed the optic was torn and both haptics were torn off missing. There was evidence of surgical residue. Conclusion: (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.